Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that twenty days following an intraocular lens (iol) implant procedure, the patient experienced foreign body sensation, photophobia, and cells in the anterior chamber requiring conjunctival medication injections. Additional information has been requested.